Event description:
It is reported by the patient's attorney that the patient underwent right ankle surgery in 2006. Post-op, patient was experiencing pain, and x-rays taken three months later, show the syndesmosis screw had broken. Removal of the entire broken screw was performed the following month.

Manufacturer narrative:
Evaluation summary: based on the information provided it is unknown as to how many screws were used and how the fixation of the plate was made to the ankle bone. Also, there were no x-rays and/or photos returned for review. Patient might have experienced pain due to inadequate healing of the bone or non-compliance reasons. Patient weight may have also contributed to this event. Based on the information provided the cause can not be definitely determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be reviewed, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.